Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient developed rashes and redness under the whole sensor patch area. She did not use any medication and only cleansed the area with alcohol prior to consulting a physician on (B)(6) 2025. During the visit, she was prescribed an eczema medication (name, route and dosage not specified). It was not specified how long the patient has been taking the medication and the status of the skin reactions after treatment. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.